Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer performed the fill tubing step without properly securing the luer lock. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, customer was advised on how to properly perform the fill tubing process and resumed insulin delivery.